Event description:
It was reported that the unit tipped over with a patient on it. The patient complained of left shoulder pain after the event. The unit was evaluated and no malfunction or defect was found. It was determined that the cot tipped over due to the wheel getting caught in a crack in the pavement.

Manufacturer narrative:
It was determined that the cot tipped over due to the wheel getting caught in a crack in the pavement.

Event description:
It was reported that the unit tipped over with a patient on it. The patient complained of left shoulder pain after the event. The unit was evaluated and no malfunction or defect was found. It was determined that the cot tipped over due to the wheel getting caught in a crack in the pavement.

Manufacturer narrative:
Upon completion of the investigation it was confirmed that no medical intervention was required for the patient due to the event.